Manufacturer narrative:
The reported complaint of the cool line catheter (lot # 153886) leak was confirmed during functional testing. A pinhole leak was observed from the middle of the distal balloon. The probable root cause for the reported complaint could be due to a latent material defect. Visual inspection of the returned catheter was performed and found no physical damage to the catheter. The blood residue was observed in the medial luered tubing. A functional leak test of the returned catheter was performed, and all lumens were flushed without resistance. The catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Immediately upon pressurizing the catheter, a pinhole leak was observed from the middle of the distal balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint, and there was no history of previous complaints reported for cool line catheter lot number 153886.

Event description:
The ivtm therapy started on (B)(6) 2021 for a subarachnoid hemorrhage (sah) patient. Five days later, on (B)(6) 2021 evening, the clinical engineer observed saline solution in saline bag decreased and the thermogard console displayed a mid:09 (air trap assembly) error message, however, there were no traces of fluid observed on the patient's bed, floor, or console. The catheter leak was suspected. The catheter was replaced, and the treatment was resumed utilizing the same console after the mid:09 error was cleared by the user. No consequences or impact to the patient.